Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface, passive backplane, cpu, display adaptor, image processor and hard drive were evaluated and replaced. Version 30 of the system software was loaded. The system was tested and found to be working as intended and returned to service.